Event description:
It was reported that pump displayed cartridge alarm 20 and interrupted insulin delivery, and caller had not experienced similar cartridge alarms with this pump before. There was no adverse impact to the customer¿s blood glucose level. Caller was guided by technical support through correct cartridge loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved; no additional outcome information was reported.